Manufacturer narrative:
(B)(4). Decom reviewed the receiver data on (B)(4) 2014. There were indications of gaps in transmission.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report an out of range signal on (B)(6) 2014. Patient uses expired transmitter. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.